Event description:
It was reported the device was explanted due to an infection at the implant site. The patient had undergone a previous revision for tissue coverage (date not reported), and was treated with oral antibiotics; however the issue could not be resolved. Device details have been added.

Event description:
Per the clinic, the device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.